Event description:
The mitek complaints department received a journal article through mitek regulatory detailing the failure of an expressew needle. The article authored by dr. Hyun seok song and dr. Matthew l. Ramsey (arthro.2007.10.010) reports that a female underwent an arthroscopic right shoulder repair sometime in 2005 (?). During the surgery, a portion of the distal tip of an expressew flexible suture passer needle, approximately 4mm, broke off into the patient's joint space. Apparently this was not immediately noticed. Post operative x rays revealed the fragment within the joint space. At this time the surgical instruments used in the procedure were examined and the damaged needle was discovered. The issue, regarding the size of the fragment and possible complications, was discussed at length with the patient. It was decided that observation of the clinical course and symptoms was the route to take. After 2 years of observation following surgery, the last set of x rays revealed that the fragment had not migrated from its initial location within the joint space and there were no glenohumeral joint changes. The range of motion for the patient's right shoulder was symmetric with the opposite side. During activities of daily living, the patient felt no pain or limitations with the exception of reaching to the upper back and shoulder soreness after lengthy periods of arm use. The patient was satisfied with the degree of pain, and it was agreed that the severity of symptoms did not warrant the need for a re-operation to remove the fragment.

Manufacturer narrative:
X ray of fragment, actual photo of the complaint needle and time frame of use identify the device to be an expressew I needle. Past 2 years post-op, the patient is in good condition with fill and symmetrical use of their arm. The minute pain discerned is not tied into the fragment within the patient's joint space. In the article, the surgeon's conclusions for the needle failure mimic our own historical hypothesis for this type of reported failure mode. They state that the "likely causes were repeated strikes of the needle tip on the acromion or disengagement from the cuff before the needle had completely retracted into the device." Again, based on our historical hypothesis and the surgeon's conclusions we attribute this event to technique, a user issue. At this point in time, no further action is warranted. The journal of arthroscopic and related surgery. Vol. 24, issue 12, pages 1430-1432, december 2008.